Manufacturer narrative:
(B)(4). The exact date of the band implant was not known ((B)(6) 2009 provided). Prior to this issue the patient was pleased with the band and had lost (B)(6) lbs. Per the patient, sometime after the implant, she developed a blood clot where the port was located. The port was moved from the left to the right side. However, it would not retain saline when adjustments were made. It was determined the band needed to be replaced. The band was replaced and the port moved back to the left side. In (B)(6) 2015, she began experiencing pain. In (B)(6) 2015, she passed out and went to the ER. She had an endoscope and colonoscopy and it was recommended to have the band removed. When the band was removed, they found two holes in her stomach. Per the patient, her stomach had eroded around the band; the buckle had turned and was cutting into her liver.

Event description:
It was reported that the patient had multiple holes in her stomach due to complications from the lap band. She stated that it was causing erosion and had turned and was cutting in to her liver. The band was replaced in (B)(6) 2015 (originally implanted (B)(6) 2009). No current issues were reported.